Event description:
It was reported to boston scientific corporation that an obtryx® transobturator mid-urethral sling system was implanted (B)(6) 2006. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant also listed the following physician associated with (B)(6) medical center: (B)(6). It is unknown which physician implanted which device.